Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The cap has disconnected and the ratcheting mechanism will therefore not work. Wear out may be a factor as the instrument is over six years old, however it is known that design improvements to improve the cap retention and the ratchet engagement were established through eco (B)(4) in january 2011. The returned instrument was manufactured prior this improvement. Additional corrective action is not indicated. Monitor the improved design through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cap that covers the torque portion of the screwdriver has disconnected from the handle and the gears are locked up.